Event description:
It was reported that at an unknown time for a liver resection procedure, gun 1- broken handle. Gun 2- need more details. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Incomplete cycle, firing trigger handle. Additional information received: the consultant feels he possibly cross stapled which may have caused the gun to lock out. How was the case completed? ¿ a third gun was used, which worked fine. The analysis results found that the ats45 device was received with the firing trigger broken and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).